Manufacturer narrative:
The reporter's strips were returned for investigation. Testing was performed using glycolyzed blood. All testing with the returned strips and retention meter produced acceptable results and no strip defects were observed. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for "newborn babies that are born too early". The customer compared an accu-chek inform ii meter serial number unknown) to a cobas b 123 blood gas analyzer. The actual date of testing was not known. For a baby born in week 32/33: the meter result was 2.9 mmol/l and the cobas b123 result was 0.56 mmol/l, the repeat result was 1.8 mmol/l. The customer stated the target range for the babies is 2.6 mmol/l.